Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose. The customer¿s blood glucose level was 473mg/dl at the time of incident. The customer declined to trouble shoot for high blood glucose levels. The customer states they removed the infusion set and noticed it was bent. The customer will be sent an infusion set pack.